Manufacturer narrative:
The device was manufactured on (B)(6) 2010 and was previously repaired (B)(6) 2012 for a non-related issue. Investigation revealed damage to the 1" width plate. Prior to repair, the device operated too erratically to capture a motor speed. The master blade was deemed flush. The device was outside calibration specifications at the zero thickness setting. Repair of the device included replacement of the 1" width plate and the standard repair parts. Post repair analysis revealed corrosion to the motor. The motor did not meet electrical specifications and operated erratically. The cord returned with the customer's power supply, serial number (B)(4), was not a hospital grade cord. There were no other issues with the device. Repair of the device included replacement of the power cord. The reported event was not reproduced during testing; however, the erratic operation of the device, most likely due to the corrosion to the motor due to moisture ingress, most likely led to the reported event. Special care regarding cleaning and sterilization should be taken to prevent the entry and accumulation of moisture within the handpiece that can lead to the corrosion and malfunction of the internal components. The device was repaired and returned to the customer.

Event description:
It was initially reported that the device was not working. Additional clinical info determined that the issue occurred during surgery when the device was not cutting. There was a patient involvement and an adverse event occurred due to the initial graft harvest being damaged. The initial harvest was not usable and the surgeon had to take an additional unplanned graft harvest from an alternate location. An alternate device was retrieved and used to complete the surgery with an unk delay as the pt was under anesthesia. No further clinical info is indicated.